Event description:
User called into emergency support program (esp) line to request support with ags loss alarm that occured during cardiosave intra aortic balloon therapy. The esp personel had reviewed and discussed the troubleshooting steps to the user in detail. No harm or injury reported.

Manufacturer narrative:
Due to chaarcter limit in the e1 section, the full event site name is (B)(6) hospital. Contacted product support for assistance regarding a gas loss alarm. He reported that the alarm occurred twice over a 3¿4 hour period and confirmed appropriate troubleshooting steps were followed, including verification that there was no blood or discoloration in the helium tubing. The patient was alert and oriented ×4, talking with family, moving carefully in bed, and experiencing intermittent coughing. Based on the patient¿s activity level and clinical presentation, the alarm was assessed as likely related to patient movement and coughing rather than device malfunction. Education regarding the nature of the alarm was provided, and user was given direct contact information with instructions to call back if the alarm became more frequent for additional troubleshooting. No harm or injury reported.